Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022 during an arthroscopy procedure and ¿when starting the surgery part of the metal that covers the tip was broken when using the "coagulation" function. Such a fragment dr. Tried to retrieve it without success. It was decided to open the radiofrequency of 50° since the metal could continue to fragment with use within the patient's joint.¿. The customer complaint form indicates there was no injury/impact to the patient. The procedure was completed. After further assessment it was found there was no delay to the procedure. It was confirmed the fragment was not recovered, "no, difficult to access. Did not recover". This report is being raised on the basis of injury due to fragment remaining in the patient.

Manufacturer narrative:
The device is not being returned; therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 67 reports, regarding 69 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised the following: examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not bend cable connector pins. It may prevent the device from connecting and/or functioning properly with the aes-1 generator. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022 during an arthroscopy procedure and ¿when starting the surgery part of the metal that covers the tip was broken when using the "coagulation" function. Such a fragment dr. Tried to retrieve it without success. It was decided to open the radiofrequency of 50° since the metal could continue to fragment with use within the patient's joint.¿. The customer complaint form indicates there was no injury/impact to the patient. The procedure was completed. After further assessment it was found there was no delay to the procedure. It was confirmed the fragment was not recovered, "no, difficult to access. Did not recover". This report is being raised on the basis of injury due to fragment remaining in the patient.

Manufacturer narrative:
Update: examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. Per the IFU, 15461, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2022 during an arthroscopy procedure and ¿when starting the surgery part of the metal that covers the tip was broken when using the "coagulation" function. Such a fragment dr. Tried to retrieve it without success. It was decided to open the radiofrequency of 50° since the metal could continue to fragment with use within the patient's joint.¿. The customer complaint form indicates there was no injury/impact to the patient. The procedure was completed. After further assessment it was found there was no delay to the procedure. It was confirmed the fragment was not recovered, "no, difficult to access. Did not recover". This report is being raised on the basis of injury due to fragment remaining in the patient.